Event description:
A (B) (6) male born on (B) (6), has a past medical history of chronic granulomatous disease and has no right upper or middle lobe. On (B) (6) 2010, he was started on 20 parts per million of inomax for the treatment of pulmonary hypertension and (B) (6) influenza (B) (6). On (B) (6) 2010, the respiratory therapist noticed the nitric oxide (no) readings on inomax ds (B) (4) were fluctuating. The device was replaced with another inomax ds unit. The pt was manually bagged with nitric oxide using the manual back-up delivery system. During the switch, the pt did fine. His oxygen saturation level did not go below 92. One minute after the switch, the pt's blood pressure dropped to 50/30 mmhg and his heart rate decreased from his baseline of 119-120 beats/minute to 90-80 beats/minute. When his heart rate went below 60, compressions were started. The pt went into ventricular fibrillation and he was shocked with the defibrillator and given epinephrine. His heart rate returned to 120 beats/minute. Cardio-pulmonary resuscitation lasted less than 10 minutes and the pt's cardiac arrest resolved. The next day, his heart rate was 125 beats/minute and blood pressure 126/60 mmhg. The respiratory therapist deems the cardiac arrest serious, moderate in severity, and possibly related to inomax.

Manufacturer narrative:
The inomax ds device was returned to ino therapeutics for inspection and functional testing. It did not exhibit the fluctuating monitored nitric oxide levels during a 36-hr operating period. Eval summary - since another device, not involved in the incident or used at this hosp, was reported to have similar symptoms, it too was tested. We were able to duplicate the observations with this device. Upon further troubleshooting of this second device, a root cause was identified. The root cause involves fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance connection to the cable's connector, causing fluctuating monitored nitric oxide readings. It is important to note that the monitored nitric oxide levels would be fluctuating in this case and not the actual nitric oxide delivered. After the root cause was found, the original device, (B) (4), was disassembled and the ribbon cable examined. It too showed signs of fretting corrosion which could cause intermittent fluctuating monitored nitric oxide values. CAPA actions around this issue include replacement of the cable at service or preventive maintenance intervals and the use of a contact lubricant that prevents fretting corrosion.